Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: laser marking missing. Device history records: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that there is no any character/marking etched on these plates and screws. Review of received data: no case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: ncb cancellous screws ref 02.03152.050 and 02.03152.075: product drawing: at the time of manufacturing the drawing was valid and there is no laser marking specified on the screws. Only in 2016 a laser marking was introduced on the screws. As the reported screws have been manufactured in 2013 and 2015, they are according to specifications. Root cause analysis: ncb cancellous screws ref 02.03152.050 and 02.03152.075: root cause determination using rmw: failure of surgery due to wrong/misleading information of labels. Possible, there is no laser marking on the screws. However, this is according to the specifications which have been valid at the time of manufacturing. Ncb, femur shaft plate ref 02.03265.014: root cause determination using rmw : wrong/misleading information of labels due to incomplete/missing/wrong/unreadable informations on labelling . Possible, as it was reported that there would be no laser marking on the plates. The root cause analysis of this issue (laser marking readability) is already addressed. A design change was initiated, the laser marking will be updated in order to improve its readability for the user. A change of the color of the marking from white/grey to black will be performed. Conclusion summary: no products were returned for an investigation and no pictures were available. Therefore the complaint cannot be confirmed. It was found that the following products did (at the time of manufacturing) not require any laser-marking: ncb cancellous screws ref 02.03152.050 and 02.03152.075: these products have been manufactured according to the specification valid at the time of manufacturing (2013 and 2015). The laser marking on this screws has only been introduced in 2016. Ncb, femur shaft plate ref 02.03265.014: as neither the plate has been returned nor any picture is available, it cannot be confirmed that the laser marking on this plate is missing. It might be a possibility, that there has been issues with the readability of the laser marking, which is already addressed. However, also the lot of this plate and therefore the manufacturing date remains unknown. As part of this ongoing, the laser marking will be updated in order to improve its readability for the user. A change of the color of the marking from white/grey to black will be performed. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is cmp-(B)(4).

Manufacturer narrative:
On (B)(6) 2017 additional information about additional device involved in this event was received for the case (B)(4), thereof an additional report was filed. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported by a (B)(6) zimmer biomet team member, that the laser marking for product identification is missing on a ncb¿cancellous screw, 5.0 mm, 32 mm, 50 mm.